Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant had to be removed during its installation surgery due to the loss of torque. The patient presented bone type ii and it was being installed in intraoral region 30#.